Manufacturer narrative:
Device sample not returned to MFR in time for this report. DHR did not show any issues related to this complaint. Complaint cannot be confirmed since the sample was not available for investigation, therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The MFR will continue to monitor and trend relating complaints.

Event description:
The event is reported as: the customer reported: the surgeon found a foreign substance inside the cannula during surgery when inserting the laparoscope. Device was retrieved without incident. No injury reported. Current condition of patient listed as fine.